Event description:
Boston scientific received info that this implantable right atrial (rv) lead dislodged. A revision procedure took place and the ra lead was explanted and successfully replaced. To date, there have been no adverse pt effects reported. At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional info available. If further info becomes available this event will be reopened.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.